Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced a hyperglycemic event with a continuous glucose monitor reading of 250 mg/dl for about one hour while using the ilet with a dexcom g7 continuous glucose monitor (cgm) and an inset infusion set, after not making an additional meal announcement for a secondary snack following dinner. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included self-limited hyperglycemia that the ilet corrected without issue and without alerts, alarms, or medical intervention. Investigation included customer care troubleshooting and education on meal announcement practices for secondary meals or snacks. Investigation of this case revealed user-related missed meal announcement leading to hyperglycemia, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user interface or use-related error due to a missed meal announcement.